Event description:
Customer reported that the paramedics where called due to high blood glucose. Customer stated that he was transported to hospital where he was treated. The blood glucose reading at the time of hospitalization was 482 mg/dl. Customer stated that he had excessive thirst and urination prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.